Event description:
It was reported that the device reached its elective replacement indicators after being implanted for less than two years. It was noted that there was high output. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; results will be forwarded when available.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis revealed the device did not meet expected longevity. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device reached its elective replacement indicators after being implanted for less than two years. It was noted that there was high output, due to high lv (left ventricular) lead thresholds. The device was explanted and replaced. No patient complications have been reported as a result of this event.